Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed in the left femoral artery for closure. Deployment was without complication and hemostasis was achieved in seconds. A post-angiogram confirmed hemostasis and did not indicate any extravasation. The device was successfully implanted. Eleven hours post-procedure the patient was experiencing groin pain. A softball sized hematoma had formed. Manual pressure followed by mechanical pressure was applied. The patient had stabilized. A hematoma is a common large bore procedural complication. Manual and mechanical pressure treatments are common clinically acceptable therapies and does not indicate device failure. There is believed to be no device failure. The IFU was reviewed and confirmed to list precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: pressure in groin/access site region.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient underwent tavr procedure on (B)(6) 2020. Procedure was completed without incident. Procedure was completed without incident at about 2:00pm. Manta deployment was performed correctly at 1:50pm and hemostasis was achieved within seconds. Access site appeared normal with little to no oozing and was soft. Post procedure imaging was performed to confirm hemostasis. There was no visual indication of extravasation. Tavr patient experienced an access site hematoma. Large bore access was on the patient's left common femoral artery. Valve was deployed sheath-less. Measured deployment depth was 6+1=7. This measurement was confirmed with a second measurement. Act was 135 at the time of deployment. Blood pressure was well below 180. Informed by physician at 9:30am the next day, that approximately 11 hours after the completion of the tavr procedure around 1:00am on (B)(6) the patient was awakened by pain in the groin and called the nurse. There was a hard softball sized hematoma that had formed. Pressure was applied to the femoral artery to stop any bleeding. A fem stop was placed for approximately 2 1/2 hours. Patient stabilized and was seen by physician. Patient is now stable. It is unknown if there were any events that led to the formation of the hematoma.